Event description:
Consumer reports: upon removal of the tape, it was noted that the site had a red rash with blistering and swelling to the area. The tape was used for two weeks without any difficulties for strapping of pt's ankle. The tape was being worn for less than a 24-hour period. Pt discontinued use of the product and treated self with over-the-counter topical anti-inflammatory cream with little relief of symptoms. Pt saw healthcare provider who diagnosed pt with a fungal infection and prescribed pt nystatin powder. The symptoms did not subside after a couple days of treatment. Pt was then referred to and seen by a dermatologist who diagnosed pt with contact dermatitis and prescribed two weeks of oral prednisone. Pt reports the symptoms completely subsided. No known allergies are reported.